Event description:
Pump declared a cartridge change error, prompting a report. There was no adverse impact to the customer's blood glucose level. Caller followed instructions from technical support to inspect and clean the pump's pneumatic tap area, ensuring proper alignment and attachment of the cartridge. Successful completion of the loading process allowed the caller to resume insulin delivery.